Event description:
Boston scientific received information that the patient presented to the physician's office with complaints of dizziness. Upon interrogation it was noted that the right ventricular (rv) lead impedance measurement had trended down to 190 ohms and the r-wave amplitude had also decreased. It was noted that there was no evidence of oversensing and the threshold measurements were within normal limits. The field representative did not adjust sensitivity as the physician would continue to monitor the situation. Additional information was received that over two and a half years later the threshold and impedance measurements had gradually increased. A revision procedure was performed where the rv lead was surgically abandoned and the device was electively replaced since it was nearing elective replacement indicator (eri). No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that the lead was returned in two segments the proximal segment was approximately 7 cm in length. The distal end of this segment showed all ends of the coil melted, which was attributed to the explant procedure. Visual inspection noted the poly insulation was torn and cracked around the circumference at the distal end of the terminal molding, there was also a curve in the lead at this location. The distal segment was approximately 47 cm in length, which was exaggerated due to stretching. The proximal end was severed and the poly insulation was also found to be torn apart at the tip section, this was attributed to extraction. Further cracks and tears were seen in the poly insulation toward the lead tip. The lead tip was noted to be opaque and yellowed due to environmental stress cracking. Calcification was also observed in several places on the mid body of the lead. Analysis was unable to determine if the damages near the molding and tip occurred at explant or prior to explant.in regards to the field allegation of threshold and impedance measurements that had gradually increased, analysis determined that it was possible the calcification found on lead may have contributed to it. This depended on how much calcification was on the tip before the lead was explanted.